Event description:
Patient underwent septal plasty surgery for acute sinusitis using the xomed xps straightshot (tm) powered micro-resector system. A single-use, disposable, the rad 40 (tm) blade was used as an attachment to the system. It was reported that the patient's dura was nicked during the procedure and subsequently patched. It was also reported that the patient expired three days later due to complications leading to increased blood pressure and bleeding. User facility stated there was no issue with xomed equipment and equipment was not taken out of service.